Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to fluid loss from a hole in the balloon. A new artificial urinary sphincter balloon was implanted. There were no patient complications reported.